Event description:
It was reported that the lead was not fully seated into the percutaneous extension housing during stage one. The blue was not clearly showing in all four windows and the issue was not discovered until the stage two procedure. The physician thought the lead was kinked and lost some strength as it was difficult to get lead fully seated in the header of the implantable neurostimulator (ins). Damage was detected while removing the lead. The patient was not affected by the event. Four days later it was reported that as far as the reporter knew the patient was receiving effective therapy.

Event description:
Additional information received noted that regarding was the same lead used during stage 1 and stage 2, it was noted: "yes same lead and it was successful".

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0f43k, implanted: 2014-(B)(6), product type lead. (B)(4).